Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed pump reboot events associated with the clearing of alarms or during a battery change. The ¿no power¿ event was not duplicated during investigation. During a visual inspection of the pump, the battery compartment was observed to be cracked below the grip pad. No battery cap was returned so a test cap was used during investigation. The test battery cap was able to fully tighten. The pump was exercised for 24 hours with no reboots, loss of power or call services alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.